Event description:
It was reported that a patient underwent an orthopedic salvage procedure on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to component failure. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown oss diaphyseal segment: catalog#ni, lot#ni; unknown oss tibial poly bearing: catalog#ni, lot#ni; unknown oss poly bumper lock pin: catalog#ni, lot#ni; unknown oss reinforced yoke: catalog#ni, lot#ni; unknown oss rs poly femoral bushings: catalog#ni, lot#ni; unknown oss rs axle: catalog#ni, lot#ni; unknown oss rs segmental femoral component: catalog#ni, lot#ni. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; h2; h10; h11. Upon receipt of additional information, this device was determined to be not reportable. It was reported that the diaphyseal segment and yoke were fractured. The previously reported device did not display the failures that led to the patient complications and subsequent revision surgery. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. It was reported that the diaphyseal segment and yoke were fractured. The previously reported device did not display the failures that led to the patient complications and subsequent revision surgery.